Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 1 information: updated fields. Investigation outcome: it was reported that that the device alerted with technical event 231008 (o2 valve leak) upon startup. Hamilton medical ag has not received the device for investigation. However, hamilton medical ag received the logfiles of the device for analysis. The event log file confirmed the technical event 231008 (o2 valve leak) on 24.10.2024. In this case it was a false positive alarm. O2 was measured although not connected, i.e. A flow is measured although no flow is generated. This measurement signal is evaluated on the control board, which is why it was replaced. After the replacement of the control board no further problems regarding this device were reported. The root-cause determined is a defective control board.

Event description:
The following was reported to hamilton medical ag: after switch on ventilator, during standby mode, device alarmed several nonsense. Tf 231008 even if oxygen was disconnected. Flow through qo2 sensor fluctuates between 0 and 56l/min. , even if oxygen was disconnected . Oxygen sensor cannot be calibrate in service mode, offset is not ok. Problem is in control board. No patient involvement.

Event description:
The following was reported to hamilton medical ag: after switch on ventilator, during standby mode, device alarmed several nonsense. Tf 231008 even if oxygen was disconnected. Flow through qo2 sensor fluctuates between 0 and 56l/min. , even if oxygen was disconnected . Oxygen sensor cannot be calibrate in service mode, offset is not ok. Problem is in control board. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).